Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 426 mg/dl. The customer was found that she has gone through all high blood glucose testing including high pressure test which pump passed. Customer stated she would like replacement of the pump. Customer was advised that we will send replacement and as revert to backup plan. Customer was also advised that we are sending two reservoirs and two sets.